Manufacturer narrative:
Product investigation summary: a drill bit was received for investigation. Approximately 7mm from the fluted tip section is broken off and missing. Because of the damages, the complaint relevant dimensions could not be checked against print specifications. The manufacturing review shows that the production procedure was according to specifications and that there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured hardness was within specifications (600 0/+30 hv). The broken surface is homogenous, which indicates material conformity as well. Based on the provided information, the exact cause of this complaint could not be determined. A possible reason for the damage could be a metallic contact or bone material blocking the flutes. An occurrence as such, in combination with a mechanical overload situation, likely caused the breakage of the delicate 1.1 mm drill bit. Please also note: blunt drill bits require more mechanical power during the application, so it is important to check instruments for sound surfaces, correct adjustment, and proper function. Further, severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces should not be used. Based on the manufacturing investigation results, the cause of failure is not due to any manufacturing-related non-conformances. No indication for product related issues was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product codes are dzi and erl. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporter phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the 1.1mm drill bit broke during an unspecified procedure. There was no surgical delay. This report is 1 of 1 for (B)(4).